Event description:
It was reported to philips healthcare that the heartstart mrx unexpectedly shutdown while monitoring pt vitals during transport. There was no reported negative pt impact.

Manufacturer narrative:
(B)(4). The device and batteries were evaluated by a philips field service engineer (fse). The reported symptom could not be recreated. The fse noted that there were no inop messages upon powering on the device and there were no error codes noted in the device logs. Additionally, the device was tested at the philips repair bench and there was no trouble found. The device passed all performance assurance testing and was returned to the customer. Philips was unable to verify the reported malfunction.